Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-17821. Additional information was received that both of the patient's leads migrated. Surgical intervention was undertaken to replace the entire system. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.